Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation, high capture threshold was observed. Programming changes were made. The patient is in good condition.